Event description:
A malfunction was reported by the caller regarding the pump, which occurred following an update. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it successfully. However, the pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.